Event description:
A us distributor returned a monitor and reported monitor delivered a monophasic pulse.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to the insulated-gate bipolar transistors (igbts) q12 and q17 on the defibrillator pca board being shorted. The root cause for the shorted igbts was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.